Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system froze" (no display or display failure). A nurse reported the system froze during the case. The surgeon was attempting to switch to a different gauge at the time of the event. The system was rebooted and the case was completed. There have not been any additional issues with the system since this event. There was no pt injury reported.